Manufacturer narrative:
UDI: (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that uring a knee arthroscopy procedure performed on (B)(6) 2019 the hd arthroscope was blurry and the coupler ac zoom was not working properly. They were able to use like devices for the arthroscope and coupler ac zoom. There was no delay and no patient harm or consequence. This is all the information the customer has at this time. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: investigation summary - the device was received and evaluated at the service center. The reported complaint that the hd arthroscope was blurry, was confirmed. The device was tested and found that the image was cloudy due to the presence of foreign matter / precipitate inside the device. It was also found that the needle outer tube was bent, the distal tip damaged and that the lenses in the optical system were broken. The device was repaired using spare parts, tested and found to be working according to specifications. User mishandling of the device is the most probable root cause of the physical damage to the device and presence of foreign matter inside the device. The damaged components would have caused the device to not function as intended by the customer. A manufacturing record evaluation was performed for the finished device [serial number : 1376746], and no non-conformances were identified. At this point in time, no corrective action is required, and no further action is warranted. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: correction: b4: the date of this report was documented as 9/17/2019 on the initial report. It has been updated as 9/15/2019.